Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse walked the customer through various troubleshooting steps; however, the issue persisted. The fse discussed having a technician come onsite to repair the device or sending in the device for repairs. The customer reported that loose screws were found in the transducer that connects to the data acquisition board. The customer tightened the screws and the issue was resolved.

Event description:
It was reported that the device failed system leak testing. There was no patient involvement. Event date not specified, estimate used.